Event description:
It was reported that the patient never had therapeutic effect. He was last seen by his physician approximately (B)(6) 2012. He turned his device off in (B)(6) 2012 because of heart issues and he had not turned the device on since and also reported an increase in frequency. He had approximately 50% improvement in symptoms during the trial phase. The patient programmer was showing a "call you doctor" message and a power on reset condition (por). The por may have occurred during various procedures related to the patient's heart condition. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v432256, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).